Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by animas on (B)(4) 2014 with the following findings: the up button was found to be intermittent while the contrast button was found to be unresponsive. Contamination was found underneath the contacts for the up and contrast buttons. Unrelated to the keypad issue, the pump booted to a dim and discolored display screen.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the keypad buttons had become unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).